Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-04702. The patient received 4 leads with two different lot numbers. It was reported, the patient had an infection at the lead site in her cheek or jaw (off-label use). The patient was admitted to the hospital and the scs system was explanted. The patient was placed on IV antibiotics and released with oral antibiotic therapy. The cultures were positive for a staph infection.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to met specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.